Event description:
Breat implant removed following two-month history of pruritis and erythema. Implant was ruptured. On pathological exam, the ruptured breast implant measured 12.0 x 3. Cm. Received in formskin was a pink, membrane tissue measuring 8.0 cm in diameter. The surface was smooth to glistening. The wall of muscle and fibrous tissue. Pathlogy diagnoses were: dense fibrous muscle with mild chronic inflammationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.